Event description:
Following a cataract extraction with intraocular lens implantation, this pt developed a severe cellular anterior chamber reaction. Visual acuity is not affected. Neither peribulbar (corticosteroid) nor systemic treatment were successful.